Event description:
The patient reported having "issues with the lap-band severe acid reflux, indigestion, and pneumonia caused by the acid reflux." This event was first noticed "about a year ago with the acid reflux, and then in the first week of [month], the patient went to the hospital with pneumonia." The patient reported having two "scopes" but the patient could not elaborate on the test or results. The patient received treatment for the acid reflux with "a prescription acid reflux medication" and "a drip antibiotic" for the pneumonia in the first week of [month]. The lap-band system remained implanted at time of the report and patient will back when additional treatment has been completed. The reported events have not been confirmed by a health professional, at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection (in this case pneumonia), indigestion, and reflux (regurgitation), are surgical and physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of indigestion, and reflux (regurgitation) as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."